Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced skin infection event on (B)(6) 2025. The patient went to the hospital for skin infection and got treated with antibiotics. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008269, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 10-nov-2025 against "final reporting decision" equal "serious injury and death", "lot number" criteria equal lot number "6008269". The count of complaint is 3 which is equal 3. Further investigation is required via CAPA determination assessment using statistical analysis. The complaints number are: (B)(4). Device history record (DHR) review: the lot 6008269 was manufactured according to the work instruction (wi) version 79 and packaged in the multivac 08 on 26-jul-2024, with a total of (B)(4) units. Review of the DHR showed that a non-conformance nc 1966203 was opened during sterilization process. Sterilization parametric reports has been received under the template/form of accusolo system instead vericycle system. The sub-assembly: the lot 4h00459 was assembled according to the work instruction (wi) version 27 and manufactured on 03-aug-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The lot 4g01724 was assembled according to the wi version 27 and manufactured on 26-jul-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, no photo or physical sample was provided, therefore, the reference samples from the lot have been requested, however, the reference samples for the lot 6008269 have already been previously tested in the complaint (B)(4) on 01/oct/2025. Investigation process of the complaint was carried out in accordance with: wi guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and wi guidance for functional testing for complaints area version 2: 10 samples out 10 samples passed the test for the code no malfunction based on complaint information. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, one non-conformance (nc) was raised during sterilization process no related to complaint code, three complaints thresholds identified for the lot in question and serious injury/death, are met for the lot in question and serious injury/death, further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment.

Event description:
To date no additional patient or event details have been received.